Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: based on the available information, the patient¿s liberty select cycler is disassociated from the events. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s) occurred warranting further investigation. Furthermore (per the knowledge of this reviewer), the patient resumed utilizing the same liberty select cycler at home, without any reported issues of device malfunction or deficiency.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) emergently discontinued ccpd therapy on (B)(6) 2021. No additional information provided at intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient disconnected from ccpd therapy on (B)(6) 2021 due to weakness. The patient went to the emergency room (ER) earlier the same day and was diagnosed with kidney stones and restless leg syndrome. The patient was reportedly prescribed medication for sleep (drug/rationale not provided) and was released the following day. Per the pdrn, the patient continues to undergo ccpd therapy at home utilizing the same liberty select cycler and has recovered from the events.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) emergently discontinued ccpd therapy on (B)(6) 2021. No additional information provided at intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient disconnected from ccpd therapy on (B)(6) 2021 due to weakness. The patient went to the emergency room (ER) earlier the same day and was diagnosed with kidney stones and restless leg syndrome. The patient was reportedly prescribed medication for sleep (drug/rationale not provided) and was released the following day. Per the pdrn, the patient continues to undergo ccpd therapy at home utilizing the same liberty select cycler and has recovered from the events.

Manufacturer narrative:
Correction: b2.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) emergently discontinued ccpd therapy on (B)(6) 2021. No additional information provided at intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient disconnected from ccpd therapy on (B)(6) 2021 due to weakness. The patient went to the emergency room (ER) earlier the same day and was diagnosed with kidney stones and restless leg syndrome. The patient was reportedly prescribed medication for sleep (drug/rationale not provided) and was released the following day. Per the pdrn, the patient continues to undergo ccpd therapy at home utilizing the same liberty select cycler and has recovered from the events.